Event description:
The reporter stated that the unit displays wrong syringe size and could not be calibrated. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.